Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: the returned battery cap was used for investigation. The pump was unable to power on; therefore, the remaining steps were unable to be completed. There was no moisture found in the battery compartment or in the display lens. A leak test revealed a leak in the device case. The pump case was opened and moisture was found throughout the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.